Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, when the device was fired on the renal artery for the first firing, when the surgeon opened the jaws of the device, the jaws opened normally, but it was noticed that the renal artery got stuck on the cartridge site of the stapler and could not be released. The surgeon then closed the stapler again as the renal artery was stuck and could not be released. It was also noted that the staple line was incomplete; some staples were present on the side that tore of the stapler as blood was not squirting from one areas, but several spots, so staples did deploy. The surgeon used a clip applier to fire on one side of the stapler to remove the kidney, and was going to fire on the other side but the renal artery tore off from the closed stapler jaws, leaving majority of the stapled portion of the renal artery inside the jaws. Enough pedicle was remaining to complete the case. It was also noted that there was an unanticipated tissue loss. The white tip of the stapler had broken off and was in the package with the stapler when the device was inspected by the sales rep.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted back extruded staples were observed. The single use loading unit (sulu) cartridge of the instrument was received broken. It was reported that the tissue became stuck on the device, the device broke, the staples did not form as expected, and staples were missing from the staple line after firing. This issue can occur by application on over indicated tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the multifire endo ta¿ 2.5mm staples on any tissue which cannot compress comfortably to 1 mm in thickness or on the aorta. In such cases, the tissue is too thick for the staple size; however the 3.5 mm staple size may be used provided the approximating lever closes comfortably and the tissue can comfortably compress to 1.5 mm in thickness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted back extruded staples were observed. The single use loading unit (sulu) cartridge of the instrument was received broken. It was reported that the tissue became stuck on the device, the device broke, the staples did not form as expected, and staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by application on over indicated tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the multifire endo ta¿ 2.5mm staples on any tissue which cannot compress comfortably to 1 mm in thickness or on the aorta. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.